Manufacturer narrative:
The device has not been returned for investigation, therefore retention sample has been retrieved to assist for investigation. When verifying on retention sample by inserting sufficient lubricated insertion cord to 35 fr double lumen tube. The reported failure could not be verified from retention sample. The lubricated insertion cord able to move smoothly within the intubation tube. The scope being stuck in the tube is most likely due to insufficient lubrication followed by the user using excessive force to remove out the scope from the tube causing the distal end to break during removal. Device received for investigation 06-sep-2022. Further investigation to confirm the reported failure will be conducted. In case conclusion is changed based on the device investigation a follow-up report will be submitted.

Event description:
While attempting to confirm proper positioning of a double lumen endotracheal tube with a disposable bronchoscope, it was noted bronchoscope appeared to be stuck while through ett. While attempting to confirm proper positioning of a double lumen endotracheal tube with a disposable bronchoscope, it was noted bronchoscope appeared to be stuck while through ett. The bronchoscope was inserted slightly further and then pulled back. There was a loss of resistance but on withdrawal it was noted the scope was broken with exposed wires. A new bronchoscope was inserted and the distal tip of previous broken bronchoscope was found in right middle lobe bronchus. Procedure was proceeded. At the end the surgeon went in with forceps and removed the broken tip easily. There was no sign of trauma of any sort to the airway, and the piece came out without resistance.